Event description:
It was reported that during a da vinci-assisted thyroid procedure, the harmonic ace instrument broke immediately after being used. The surgeon was performing separation when the fragment fell into the patient. The surgeon believed it was due to the quality of the harmonic ace instrument that the blade fractured. The fragment was retrieved. No additional surgical procedure required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with a backup harmonic ace. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image shows that the harmonic ace curved blade has broken off and separated from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. One of the blade edges was indented, which prevents the blades from closing and cause energy recognition failures.